Manufacturer narrative:
The subject device has returned to sorc for evaluation, but it has not been returned to omsc. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the report of sorc, omsc presumed there was the possibility that this phenomenon was attributed to the user handling of the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found that the adhesive of the distal end nozzle of the subject device was peeled off. There was no report of patient injury associated with the event.